Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device had no sensing and calibration was invalid. However, the customer rejected the price quotation and requested that the device be returned un-repaired. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not work. The epg was returned to the manufacturer for servicing. There was no patient involvement.